Manufacturer narrative:
Complaint no: (B)(4). As the device was not returned and the lot number is unknown, an analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced abdominal pain and an infection. The patient was hospitalized for the event and had surgery the same day. The patient¿s catheter was removed and was started on hemodialysis therapy. The outcome of the event was not reported. No additional information is available.